Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: (B)(6).

Event description:
It was reported that the tubing set was primed and placed into the device during the patient mrt. The device alarmed occlusion and upon assessment it was found that the tubing set had developed a balloon in the silicone segment and was not infusing. The tubing set was replaced without further complications.

Manufacturer narrative:
The customer¿s report that the tubing set had developed a balloon in the silicone segment was confirmed by visual inspection. However the probable cause has found that bulging/ balloon can occur when an IV push medication or flush is executed below the pump without first clamping the tubing injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to bulge/ balloon. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed inside both of the set¿s tubing and the drip chamber. No other anomalies were observed on the set during visual inspection. Functional testing was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing set was primed and placed into the device during the patient mrt. The device alarmed occlusion and upon assessment it was found that the tubing set had developed a balloon in the silicone segment and was not infusing. The tubing set was replaced without further complications.